Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the occlusion occurred once the customer had worn the pump supplies for 4 days and the customer believed the occlusions may have been site related but this could not be confirmed as the occlusions had occurred in the past. Supply changes were performed to address the occlusions. Customer's blood glucose level was below 500 mg/dl.